Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), pregnancy with contraceptive device ('pregnancy (stillbirth or miscarriage)'), abortion spontaneous ('pregnancy (stillbirth or miscarriage)') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "pregnancy (stillbirth or miscarriage)" and device monitoring procedure not performed "plaintiff did not undergo confirmation test.'' Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2008. In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced genital haemorrhage (seriousness criterion medically significant) and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), pelvic pain ("pain"), hot flush ("hormonal changes describe: hot flashes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urticaria ("allergic or hypersensitivity reaction type: hives"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition:anxiety"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), nausea ("nausea"), tooth disorder ("dental problems"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have progesterone decreased ("hormonal changes describe: progesterone deficiency"). The patient was treated with surgery (hysterectomy, salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, pregnancy with contraceptive device, abortion spontaneous, genital haemorrhage, pelvic pain, hot flush, progesterone decreased, vaginal haemorrhage, menorrhagia, urticaria, urinary tract infection, depression, anxiety, bladder disorder, urinary tract disorder, migraine, nausea, tooth disorder, allergy to metals, dysmenorrhoea, fatigue, weight increased and irritable bowel syndrome outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, allergy to metals, anxiety, bladder disorder, depression, device breakage, dysmenorrhoea, fatigue, genital haemorrhage, hot flush, irritable bowel syndrome, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, progesterone decreased, tooth disorder, urinary tract disorder, urinary tract infection, urticaria, vaginal haemorrhage and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jul-2019: pfs was received- new events hormonal changes describe: hot flashes, progesterone deficiency, abnormal bleeding (general), abnormal bleeding (vaginal), menorrhagia, allergic or hypersensitivity reaction type: hives, infection (bladder/urinary tract/vaginal) type: uti, psychological or psychiatric problems condition: depression, anxiety, migraines / headaches, nausea, dental problems, nickel allergy, dysmenorrhea (cramping), pain, fatigue, weight gain, gastrointestinal or digestive system condition type: ibs, pregnancy with contraceptive device, device ineffective, abortion spontaneous, device monitoring procedure not performed, bladder disorder, urinary tract disorder were added. Event injury updated to device breakage. New reporter information, patient information, concomitant drug were added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), device dislocation ('migration'), pregnancy with contraceptive device ('pregnancy (stillbirth or miscarriage)'), abortion spontaneous ('pregnancy (stillbirth or miscarriage)') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "pregnancy (stillbirth or miscarriage)" and device monitoring procedure not performed "plaintiff did not undergo confirmation test.". Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6)2008 to (B)(6)2008. On (B)(6)2008, the patient had essure inserted. In (B)(6)2008, the patient experienced genital haemorrhage (seriousness criterion medically significant) and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), pelvic pain ("pain / pelvic pain"), hot flush ("hormonal changes describe: hot flashes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia) / menorrhagia (heavy menstrual bleeding)"), urticaria ("allergic or hypersensitivity reaction type: hives"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti"), depression ("psychological or psychiatric problems condition: depression / psych injury"), anxiety ("psychological or psychiatric problems condition:anxiety / psych injury"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), nausea ("nausea"), tooth disorder ("dental problems"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs"), abdominal pain ("abdominal pain") and headache ("headaches"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have progesterone decreased ("hormonal changes describe: progesterone deficiency / hormonal changes"). The patient was treated with surgery (hysterectomy, salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6)2016. At the time of the report, the device breakage, pregnancy with contraceptive device, abortion spontaneous, genital haemorrhage, pelvic pain, hot flush, progesterone decreased, vaginal haemorrhage, menorrhagia, urticaria, urinary tract infection, depression, anxiety, bladder disorder, urinary tract disorder, migraine, nausea, tooth disorder, allergy to metals, dysmenorrhoea, fatigue, weight increased, irritable bowel syndrome, abdominal pain and headache outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, allergy to metals, anxiety, bladder disorder, depression, device breakage, device dislocation, dysmenorrhoea, fatigue, genital haemorrhage, headache, hot flush, irritable bowel syndrome, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, progesterone decreased, tooth disorder, urinary tract disorder, urinary tract infection, urticaria, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: received treatment for nickel allergy, psych injury, migration, utl, bladder problems. Urinary problems, problems, hormonal changes, gi conditions, fatigue, weight gain, nausea, migraine and headaches. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: this case (B)(4) was found to be duplicate of (B)(4). All information was transferred from deleted case (B)(4) to retention case (B)(4). No new follow-up information was received from the reporter. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), device dislocation ('migration'), pregnancy with contraceptive device ('pregnancy (stillbirth or miscarriage)'), abortion spontaneous ('pregnancy (stillbirth or miscarriage)') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "pregnancy (stillbirth or miscarriage)" and device monitoring procedure not performed "plaintiff did not undergo confirmation test.". Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2008 to (B)(6) 2008. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced genital haemorrhage (seriousness criterion medically significant) and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), pelvic pain ("pain / pelvic pain"), hot flush ("hormonal changes describe: hot flashes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia) / menorrhagia (heavy menstrual bleeding)"), urticaria ("allergic or hypersensitivity reaction type: hives"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti"), depression ("psychological or psychiatric problems condition: depression / psych injury"), anxiety ("psychological or psychiatric problems condition:anxiety / psych injury"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), nausea ("nausea"), tooth disorder ("dental problems"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs"), abdominal pain ("abdominal pain") and headache ("headaches"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have progesterone decreased ("hormonal changes describe: progesterone deficiency / hormonal changes"). The patient was treated with surgery (hysterectomy, salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, pregnancy with contraceptive device, abortion spontaneous, genital haemorrhage, pelvic pain, hot flush, progesterone decreased, vaginal haemorrhage, menorrhagia, urticaria, urinary tract infection, depression, anxiety, bladder disorder, urinary tract disorder, migraine, nausea, tooth disorder, allergy to metals, dysmenorrhoea, fatigue, weight increased, irritable bowel syndrome, abdominal pain and headache outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, allergy to metals, anxiety, bladder disorder, depression, device breakage, device dislocation, dysmenorrhoea, fatigue, genital haemorrhage, headache, hot flush, irritable bowel syndrome, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, progesterone decreased, tooth disorder, urinary tract disorder, urinary tract infection, urticaria, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: received treatment for nickel allergy, psych injury, migration, utl, bladder problems. Urinary problems, problems, hormonal changes, gi conditions, fatigue, weight gain, nausea, migraine and headaches. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: new events: abdominal pain, device migration were added. Essure insertion date updated. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), device dislocation ('migration'), pregnancy with contraceptive device ('pregnancy (stillbirth or miscarriage)'), abortion spontaneous ('pregnancy (stillbirth or miscarriage)') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "pregnancy (stillbirth or miscarriage)" and device monitoring procedure not performed "plaintiff did not undergo confirmation test.". Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2008 to (B)(6) 2008. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced genital haemorrhage (seriousness criterion medically significant) and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), pelvic pain ("pain / pelvic pain"), hot flush ("hormonal changes describe: hot flashes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia) / menorrhagia (heavy menstrual bleeding)"), urticaria ("allergic or hypersensitivity reaction type: hives"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti"), depression ("psychological or psychiatric problems condition: depression / psych injury"), anxiety ("psychological or psychiatric problems condition:anxiety / psych injury"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), nausea ("nausea"), tooth disorder ("dental problems"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs"), abdominal pain ("abdominal pain") and headache ("headaches"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have progesterone decreased ("hormonal changes describe: progesterone deficiency / hormonal changes"). The patient was treated with surgery (hysterectomy, salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, pregnancy with contraceptive device, abortion spontaneous, genital haemorrhage, pelvic pain, hot flush, progesterone decreased, vaginal haemorrhage, menorrhagia, urticaria, urinary tract infection, depression, anxiety, bladder disorder, urinary tract disorder, migraine, nausea, tooth disorder, allergy to metals, dysmenorrhoea, fatigue, weight increased, irritable bowel syndrome, abdominal pain and headache outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, allergy to metals, anxiety, bladder disorder, depression, device breakage, device dislocation, dysmenorrhoea, fatigue, genital haemorrhage, headache, hot flush, irritable bowel syndrome, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, progesterone decreased, tooth disorder, urinary tract disorder, urinary tract infection, urticaria, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: received treatment for nickel allergy, psych injury, migration, utl, bladder problems. Urinary problems, problems, hormonal changes, gi conditions, fatigue, weight gain, nausea, migraine and headaches. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-oct-2019: quality-safety evaluation of product technical complaint. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.